Event description:
It was reported that complete heart block occurred. A 25mm lotus edge valve was selected for implant. The patient went into heart block during valve deployment. A permanent pacemaker was implanted immediately following the implant procedure due to the complete heart block. Patient was discharged home and is doing well now.